Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. During device evaluation, the reported phenomena (touch panel not functioning / blackout of touch panel and no image) were confirmed, caused by a faulty dp (circuit) board. In addition, the following non-reportable phenomena were identified: dust found inside the equipment and tracks of flat cable found deformed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center had a non-functioning touch panel and no image on the monitor. The issue was found during maintenance. There were no reports of patient harm. This report is being submitted for the malfunctions, non-functioning touch panel and no image.